Manufacturer narrative:
The device was returned and the evaluation found the following: while using the device during surgery, there was a power failure; probe falling; there were no scratches or contact marks on the non-insulated parts of the grip; and dislodgement of the probe. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the thunderbeat probe fell off (broken). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The probe likely broke/fell off due to one of the following: 1. During seal & cut output, sparks were generated because the probe was lightly touched by a device with a thin tip. 2. A load was applied to the probe when a spark occurred. 3. Cracks occurred in the probe due to the load applied to the probe during tissue gripping and seal & cut output. 4. Output was tried with a crack in the probe, but it turned out to be a power failure. 5. After that, when cleaning the probe, a load was applied to the probe and it broke. The instructions for use provides the following warning regarding the reported event: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.